Event description:
User experiencing getting intermittent discrepant calcium results for approximately one week. The following five pt examples were provided which occurred in 2008. Initial result 7.9 mg/dl, repeat 8.9 mg/dl. No incorrect calcium results were released from the lab and no pts have been affected. The field service representative determined damaged squeegees from the rinse mechanism to be the cause and replaced the squeegees. Performance tests were performed.

Event description:
User experiencing getting intermittent discrepant calcium results for approximately one week. The following five pt examples were provided which occurred in 2008. Initial result 7.7 mg/dl, repeat 9.0 mg/dl. No incorrect calcium results were released from the lab and no pts have been affected. The field service representative determined damaged squeegees from the rinse mechanism to be the cause and replaced the squeegees. Performance tests were performed.

Event description:
User experiencing getting intermittent discrepant calcium results for approximately one week. The following five pt examples were provided which occurred in 2008. Initial result 7.4 mg/dl, repeat 8.1 mg/dl. No incorrect calcium results were released from the lab and no pts have been affected. The field service representative determined damaged squeegees from the rinse mechanism to be the cause and replaced the squeegees. Performance tests were performed.

Event description:
User experiencing getting intermittent discrepant calcium results for approximately one week. The following five pt examples were provided which occurred in 2008. Initial result 7.7 mg/dl, repeat 8.6 mg/dl. No incorrect calcium results were released from the lab and no pts have been affected. The field service representative determined damaged squeegees from the rinse mechanism to be the cause and replaced the squeegees. Performance tests were performed.

Event description:
User experiencing getting intermittent discrepant calcium results for approximately one week. The following five pt examples were provided which occurred in 2008. Initial result 7.9 mg/dl, repeat 8.7 mg/dl. No incorrect calcium results were released from the lab and no pts have been affected. The field service representative determined damaged squeegees from the rinse mechanism to be the cause and replaced the squeegees. Performance tests were performed.